Event description:
Patient reported, left side seroma.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "lymph node has grown"; "hyperechoic fluid"; capsular contracture - baker grade iii.

Event description:
Patient reported left side device rupture, lymph node has grown to 7mm, "hyperechoic fluid", and breast pain. Healthcare professional reported left side capsular contracture - baker grade iii. Patient also reported "joint pain", "headaches", and "back pain", which are all not device-related. The device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and seoma-late.

Event description:
Patient reported, left side device rupture. Enlarged lymph nodes, breast pain, joint pain, headaches and back pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ headache: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side device rupture, lymph node has grown to 7mm, "hyperechoic fluid", and breast pain. Healthcare professional reported left side capsular contracture - baker grade iii. Patient also reported "joint pain", "headaches", and "back pain", which are all not device-related. The device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device rupture, enlarged lymph nodes, breast pain, joint pain, headaches and back pain. Patient reported left side seroma. Device remains implanted.

Manufacturer narrative:
Corrected data: b6, h6.

Event description:
Patient reported left side device rupture, lymph node has grown to 7mm, "hyperechoic fluid", and breast pain. Healthcare professional reported left side capsular contracture - baker grade iii. Patient also reported "joint pain", "headaches", and "back pain", which are all not device-related. The device has been explanted and replaced with another manufacture's device.